Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that a revision procedure will be performed in the near future to implant a new device and rv lead. It was noted that threshold measurements have increased to 1.4 volts and 0.6 milliseconds.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. It was noted that threshold measurements and shock impedance measurements are normal and stable. Technical services (ts) recommended, since the threshold measurements and shock impedance measurements were normal, to continue monitoring the patient. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.